Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
EU complainant reported the patient was on impella cp support and during support, the pump had slipped into the aorta. It was unclear what made the positioning issues occur. The pump was explanted and the patient was stable. The patient survived the event.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The cause of the positioning issue most likely was patient movement.